Event description:
The device (part#: mco13a) was returned to mxi service and repair.

Manufacturer narrative:
(B)(4). Evaluation of this device indicated that the palate of the mobile jaws was broken at the pin. The break area presented with superficial corrosion, but no material or manufacturing defects were identified. The most likely cause for the break was excess force during use or reprocessing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).